Event description:
It was reported that a pump declared alarm 20 during the insulin pumping process. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact. The customer was unable to resolve the issue despite assistance and resumed insulin therapy using multiple daily injections (mdi). Tandem technical support decided to replace the pump, confirming the shipping details, ensuring the pump's warranty status, and instructing the customer on proper return procedures.